Event description:
The pump was returned for eval by a baxter authorized svc facility. The pump's event history showed a 533:320:717:0000 failure code. This failure code will result in an audible and visual alarm and stop all channels in use. No pt injury was reported.